Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was sent to blackpool manufacturing site, for further investigation. The vacuum tube and adapter from the vacu-mix endurance kit were returned for investigation. The connector nozzle has broken away from the carbon filter body. This examination confirms, the complaint description. Depuy synthes, considers the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search), was performed for the finished device 3172080/9552293, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, when opening the package, it was confirmed that the plastic part of the tube that connects to air hose was broken. The surgery was completed successfully without any surgical delay by using another device as a backup. No further information is available.